Event description:
Customer called to report a bowl break that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report a bowl break during treatment. Customer stated it was right before buffy coat collection phase. Css asked the customer if any other alarms occurred during the procedure. Customer stated they received 2 red cell pump alarms due to low interface and patient abnormal red cell morphology. Customer stated it appeared the bearing failed and there was bearing grease in the centrifuge. Customer is requesting kit credit and service on the instrument for the spill. Service order (B)(4) was created to check instrument. No kit was returned for investigation, but customer provided photos for evaluation.

Manufacturer narrative:
Batch record review of lot b343 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. Service order (B)(4) completed: service engineer disinfected unit, performed system checkout and water treatment. Instrument performs per specification. The assessment is based on information available at the time of the investigation. No product was returned by customer for investigation and the evaluation for the photos provided by the customer still pending; therefore, no root cause could be determined at this time since investigation is still in progress. As a preventive action, (B)(4) has been initiated to investigate cellex system centrifuge bowl failures. (B)(4).